Event description:
Reportedly, the instrument's jaws would not open to release the hepatic vein. Therefore, the surgeon decided to apply another instrument on either side of the initial instrument to transect the tissue, remove the initial instrument, and complete the case without further incident. No pt injury reported.